Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') in a 29-year-old female patient who had essure (batch no. 721046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, dysplasia, anemia, miscarriage and hives. Concurrent conditions included asthma, hypertension, gerd, anemia, uterine bleeding, dysmenorrhea, adenomyosis, abdominal cramps, menstruation abnormal, abdominal bloating, bacterial vaginosis, vulval lesion, urinary frequency, vaginal itching, vaginal discharge abnormality, vaginitis, dysfunctional uterine bleeding, vaginal odor, vaginal burning sensation, diarrhea, nabothian cyst, bacterial vaginosis, vulvovaginal candidiasis, acid reflux (oesophageal), endometriosis of uterus, adnexa uteri tenderness and low back pain. Concomitant products included docusate sodium from (B)(6) 2014 to (B)(6) 2017 for anemia, clonazepam from (B)(6) 2015 to (B)(6) 2017 for anxiety, salbutamol sulfate (proair hfa) from (B)(6) 2017 to (B)(6) 2018 for asthma, lurasidone hydrochloride (latuda) from (B)(6) 2015 to (B)(6) 2017 and risperidone from (B)(6) 2015 to 10(B)(6) 2016 for bipolar disorder, amitriptyline from (B)(6) 2016 to (B)(6) 2017 and bupropion for depression, esomeprazole from (B)(6) 2014 to (B)(6) 2017 for gerd, lisinopril from (B)(6) 2018 for hypertension as well as ethinylestradiol;norgestimate (sprintec) from (B)(6) 2016, medroxyprogesterone acetate (depo-provera) from february 2010 to (B)(6) 2010, nsaids since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) (heavy menstrual bleeding)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleed"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), depression ("psychological or psychiatric problems condition: depression"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, allergy to metals, abdominal pain, dysmenorrhoea, vaginal infection, vaginal discharge and hypersensitivity had resolved and the anxiety, depression and bipolar disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bipolar disorder, depression, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: in this summons the insertion date was given (B)(6) 2010 , but in this follow-up as per pfs (B)(6) 2010 and as per medical record (mr) 2009 bilateral tubal ostia were identified and essure coils were placed without difficulty with one leading coil on the left: and six leading coils on the right. Received treatment for pain: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. The fallopian tubes were blocked impression: bilateral essure devices are seen in place. No evidence for free spillage. Pathology test - on (B)(6) 2016: gross description: four pieces of tissue are received in the container and two pieces of silver coiled metal.. Ultrasound scan - on (B)(6) 2016: comment: 10 mm nabothian cyst essure coils seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, nickel allergy, bipolar disorder quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: medical record received. Reporters information added. There was no significant change in the medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') in a 29-year-old female patient who had essure (batch no. 721046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, dysplasia, anemia, miscarriage and hives. Concurrent conditions included asthma, hypertension, gerd, anemia, uterine bleeding, dysmenorrhea, adenomyosis, abdominal cramps, menstruation abnormal, abdominal bloating, bacterial vaginosis, vulval lesion, urinary frequency, vaginal itching, vaginal discharge abnormality, vaginitis, dysfunctional uterine bleeding, vaginal odor, vaginal burning sensation, diarrhea, nabothian cyst, bacterial vaginosis, vulvovaginal candidiasis, acid reflux (oesophageal), endometriosis of uterus, adnexa uteri tenderness and low back pain. Concomitant products included docusate sodium from (B)(6) 2014 to (B)(6) 2017 for anemia, clonazepam from (B)(6) 2015 to (B)(6) 2017 for anxiety, salbutamol sulfate (proair hfa) from (B)(6) 2017 to (B)(6) 2018 for asthma, lurasidone hydrochloride (latuda) from (B)(6) 2015 to (B)(6) 2017 and risperidone from (B)(6) 2015 to (B)(6) 2016 for bipolar disorder, amitriptyline from (B)(6) 2016 to (B)(6) 2017 and bupropion for depression, esomeprazole from (B)(6) 2014 to (B)(6) 2017 for gerd, lisinopril from (B)(6) 2018 to (B)(6) 2018 for hypertension as well as ethinylestradiol;norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2016, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010, nsaids since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia) (heavy menstrual bleeding)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleed"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), depression ("psychological or psychiatric problems condition: depression"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, allergy to metals, abdominal pain, dysmenorrhoea, vaginal infection, vaginal discharge and hypersensitivity had resolved and the anxiety, depression and bipolar disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bipolar disorder, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: in this summons the insertion date was given (B)(6) 2010 , but in this follow-up as per pfs (B)(6) 2010 and as per medical record (mr) 2009 bilateral tubal ostia were identified and essure coils were placed without difficulty with one leading coil on the left: and six leading coils on the right. Received treatment for pain: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. The fallopian tubes were blocked. Impression: bilateral essure devices are seen in place. No evidence for free spillage. Pathology test - on (B)(6) 2016: gross description: four pieces of tissue are received in the container and two pieces of silver coiled metal. Ultrasound scan - on (B)(6) 2016: comment: 10 mm nabothian cyst essure coils seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, nickel allergy, bipolar disorder lot number: 721046, manufacture date: 2010-03, expiration date: 2013-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') in an adult female patient who had essure (batch no. 721046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, dysplasia, anemia, miscarriage and hives. Concurrent conditions included asthma, hypertension, gerd, anemia, uterine bleeding, dysmenorrhea, adenomyosis, abdominal cramps, menstruation abnormal, abdominal bloating, bacterial vaginosis, vulval lesion, urinary frequency, vaginal itching, vaginal discharge abnormality, vaginitis, dysfunctional uterine bleeding, vaginal odor, vaginal burning sensation, diarrhea, nabothian cyst, bacterial vaginosis, vulvovaginal candidiasis, acid reflux (oesophageal), endometriosis of uterus, adnexa uteri tenderness and low back pain. Concomitant products included docusate sodium from (B)(6) 2014 to (B)(6) 2017 for anemia, clonazepam from (B)(6) 2015 to (B)(6) 2017 for anxiety, salbutamol sulfate (proair hfa) from (B)(6) 2017 to (B)(6) 2018 for asthma, lurasidone hydrochloride (latuda) from (B)(6) 2015 to 14-nov-2017 and risperidone from (B)(6) 2015 to (B)(6) 2016 for bipolar disorder, amitriptyline from (B)(6) 2016 to (B)(6) 2017 and bupropion for depression, esomeprazole from 18-aug-2014 to 19-jan-2017 for gerd, lisinopril from (B)(6) 2018 to (B)(6) 2018 for hypertension as well as ethinylestradiol;norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2016, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010, nsaids since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2016. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), depression ("psychological or psychiatric problems condition: depression") and bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, depression, bipolar disorder, allergy to metals and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bipolar disorder, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: in this summons the insertion date was given (B)(6) 2010 , but in this follow-up as per pfs (B)(6) 2010 and as per medical record (mr) 2009. Bilateral tubal ostia were identified and essure coils were placed without difficulty with one leading coil on the left: and six leading coils on t:he right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: essure device was successfully occluded. The fallopian tubes were blocked impression: bilateral essure devices are seen in place. No evidence for free spillage. Pathology test on (B)(6) 2016: gross description: four pieces of tissue are received in the container and two pieces of silver coiled metal. Ultrasound scan on 03-aug-2016: comment: 10 mm nabothian cyst essure coils seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, nickel allergy, bipolar disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') in a 29-year-old female patient who had essure (batch no. 721046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, dysplasia, anemia, miscarriage and hives. Concurrent conditions included asthma, hypertension, gerd, anemia, uterine bleeding, dysmenorrhea, adenomyosis, abdominal cramps, menstruation abnormal, abdominal bloating, bacterial vaginosis, vulval lesion, urinary frequency, vaginal itching, vaginal discharge abnormality, vaginitis, dysfunctional uterine bleeding, vaginal odor, vaginal burning sensation, diarrhea, nabothian cyst, bacterial vaginosis, vulvovaginal candidiasis, acid reflux (oesophageal), endometriosis of uterus, adnexa uteri tenderness and low back pain. Concomitant products included docusate sodium from (B)(6) 2014 to (B)(6) 2017 for anemia, clonazepam from (B)(6) 2015 to (B)(6) 2017 for anxiety, salbutamol sulfate (proair hfa) from (B)(6) 2017 to (B)(6) 2018 for asthma, lurasidone hydrochloride (latuda) from (B)(6) 2015 to (B)(6) 2017 and risperidone from (B)(6) 2015 to (B)(6) 2016 for bipolar disorder, amitriptyline from (B)(6) 2016 to (B)(6) 2017 and bupropion for depression, esomeprazole from (B)(6) 2014 to (B)(6) 2017 for gerd, lisinopril from (B)(6) 2018 to (B)(6) 2018 for hypertension as well as ethinylestradiol;norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2016, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010, nsaids since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) (heavy menstrual bleeding)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleed"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), depression ("psychological or psychiatric problems condition: depression"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, allergy to metals, abdominal pain, dysmenorrhoea, vaginal infection, vaginal discharge and hypersensitivity had resolved and the anxiety, depression and bipolar disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bipolar disorder, depression, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: in this summons the insertion date was given (B)(6) 2010 , but in this follow-up as per pfs (B)(6) 2010 and as per medical record (mr) 2009. Bilateral tubal ostia were identified and essure coils were placed without difficulty with one leading coil on the left: and six leading coils on the right. Received treatment for pain: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. The fallopian tubes were blocked impression: bilateral essure devices are seen in place. No evidence for free spillage. Pathology test - on (B)(6) 2016: gross description: four pieces of tissue are received in the container and two pieces of silver coiled metal. Ultrasound scan - on (B)(6) 2016: comment: 10 mm nabothian cyst essure coils seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, nickel allergy, bipolar disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event "allergic reaction" added. Outcome of events pain and bleeding updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') and genital haemorrhage ('gen. Abnormal bleed') in a 29-year-old female patient who had essure (batch no. 721046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, dysplasia, anemia, miscarriage and hives. Concurrent conditions included asthma, hypertension, gerd, anemia, uterine bleeding, dysmenorrhea, adenomyosis, abdominal cramps, menstruation abnormal, abdominal bloating, bacterial vaginosis, vulval lesion, urinary frequency, vaginal itching, vaginal discharge abnormality, vaginitis, dysfunctional uterine bleeding, vaginal odor, vaginal burning sensation, diarrhea, nabothian cyst, bacterial vaginosis, vulvovaginal candidiasis, acid reflux (oesophageal), endometriosis of uterus, adnexa uteri tenderness and low back pain. Concomitant products included docusate sodium from (B)(6) 2014 to (B)(6) 2017 for anemia, clonazepam from (B)(6) 2015 to (B)(6) 2017 for anxiety, salbutamol sulfate (proair hfa) from (B)(6) 2017 to (B)(6) 2018 for asthma, lurasidone hydrochloride (latuda) from (B)(6) 2015 to (B)(6) 2017 and risperidone from (B)(6) 2015 to (B)(6) 2016 for bipolar disorder, amitriptyline from (B)(6) 2016 to (B)(6) 2017 and bupropion for depression, esomeprazole from (B)(6) 2014 to (B)(6) 2017 for gerd, lisinopril from (B)(6) 2018 to (B)(6) 2018 for hypertension as well as ethinylestradiol;norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2016, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010, nsaids since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) (heavy menstrual bleeding)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), depression ("psychological or psychiatric problems condition: depression"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, urinary tract infection, allergy to metals, abdominal pain, dysmenorrhoea, vaginal infection and vaginal discharge had resolved and the vaginal haemorrhage, anxiety, depression, bipolar disorder and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bipolar disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: in this summons the insertion date was given (B)(6) 2010 , but in this follow-up as per pfs (B)(6) 2010 and as per medical record (mr) 2009 . Bilateral tubal ostia were identified and essure coils were placed without difficulty with one leading coil on the left: and six leading coils on the right. Received treatment for pain: yes . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. The fallopian tubes were blocked impression: bilateral essure devices are seen in place. No evidence for free spillage. Pathology test - on (B)(6) 2016: gross description: four pieces of tissue are received in the container and two pieces of silver coiled metal.. Ultrasound scan - on (B)(6) 2016: comment: 10 mm nabothian cyst essure coils seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, nickel allergy, bipolar disorder quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received: new events - dysmenorrhea (cramping), gen. Abnormal bleed, vaginal infection, vaginal discharge were added. Outcome of event pain, bleeding, allergy, bladder /urinary were updated as recovered/resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic area') in a female patient who had essure (batch no. 721046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, dysplasia, anemia, miscarriage and hives. Concurrent conditions included asthma, hypertension, gerd, anemia, uterine bleeding, dysmenorrhea, adenomyosis, abdominal cramps, menstruation abnormal, abdominal bloating, bacterial vaginosis, vulval lesion, urinary frequency, vaginal itching, vaginal discharge abnormality, vaginitis, dysfunctional uterine bleeding, vaginal odor, vaginal burning sensation, diarrhea, nabothian cyst, bacterial vaginosis, vulvovaginal candidiasis, acid reflux (oesophageal), endometriosis of uterus, adnexa uteri tenderness and low back pain. Concomitant products included docusate sodium from (B)(6) 2014 to (B)(6) 2017 for anemia, clonazepam from (B)(6) 2015 to (B)(6) 2017 for anxiety, salbutamol sulfate (proair hfa) from (B)(6) 2017 to (B)(6) 2018 for asthma, lurasidone hydrochloride (latuda) from (B)(6) 2015 to (B)(6) 2017 and risperidone from (B)(6) 2015 to (B)(6) 2016 for bipolar disorder, amitriptyline from (B)(6) 2016 to (B)(6) 2017 and bupropion for depression, esomeprazole from (B)(6) 2014 to (B)(6) 2017 for gerd, lisinopril from (B)(6) 2018 to (B)(6) 2018 for hypertension as well as ethinylestradiol; norgestimate (sprintec) from (B)(6) 2016, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010, nsaids since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2016. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract / vaginal) type: urinary tract infection") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), depression ("psychological or psychiatric problems condition: depression") and bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, depression, bipolar disorder, allergy to metals and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bipolar disorder, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: in this summons the insertion date was given (B)(6) 2010 , but in this follow-up as per pfs (B)(6) 2010 and as per medical record (mr) 2009 bilateral tubal ostia were identified and essure coils were placed without difficulty with one leading coil on the left: and six leading coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. The fallopian tubes were blocked. Impression: bilateral essure devices are seen in place. No evidence for free spillage. Pathology test - on (B)(6) 2016: gross description: four pieces of tissue are received in the container and two pieces of silver coiled metal. Ultrasound scan - on (B)(6) 2016: comment: 10 mm nabothian cyst essure coils seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, nickel allergy, bipolar disorder. Most recent follow-up information incorporated above includes: on 12-aug-2019: pfs+mr received. Lot number added. New events: abnormal bleeding (vaginal, menorrhagia), infection (bladder / urinary tract / vaginal) type: urinary tract infection, psychological or psychiatric problems condition: anxiety, depression & bipolar disorder and mental anguish, nickel allergy, pelvic pain, abdominal pain were added. Removal details added. New reporter and plaintiffs information added. Concomitant conditions, drugs and historical conditions, drugs added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.